Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a power ¿ unit powers off during use issue. Meter ¿turning on and then off when putting the strip into the meter¿. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2013). The patient¿s meter has been returned and evaluated by life scan product analysis on 5/28/2013 and 7/3/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.